Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported sleeve steering issue, resulting in difficulty positioning the device, appears to be related to patient morphology/pathology. It is possible that the technique utilized to remove the cds resulted in the clip becoming caught on the guide soft tip and causing the difficult removal; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The other clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the steering issue (B)(4) and the difficulty removing the clip delivery system which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The first clip delivery system (B)(4) was advanced to the left atrium (la). While attempting to steer with the m-knob, the cds moved in the opposite direction. The decision was made to remove the cds and replace the device. During removal, the clip became caught on the steerable guiding catheter (sgc) tip. The grippers were cycled and the cds was slightly advanced, which freed the clip. A new cds (B)(4) was advanced to the la; however, while steering with the m-knob, this cds also moved in the opposite direction. It was believed that the irregular movements of both the cds were caused by interaction with a structure on the lateral side; therefore, the sgc was slightly retracted to gain more room in the la. The cds steering was then performed without issue, and the clip was successfully deployed. One clip was implanted, reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.